Manufacturer narrative:
Corrected d3 - mfg establishment name, g1 - contact office establishment name one device along with four photos were returned for analysis. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "I tried to put the medicine in the cassette, but it wouldn't go in. After retrieving it, I checked it with the blue clamp attached, but the same problem occurred." There was no patient involvement, and no patient harm/adverse event reported.